Manufacturer narrative:
(B)(4). Concomitant medical products: ep-200146, act artic e1 hip brg 28x40mm, 641530, 110024462, g7 dual mobility liner 40mm d, 044400, 010000662, g7 pps ltd acet shell 50d, 6106693. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial left hip procedure the impactor kept disengaging from the cup upon impaction. The screw was tightened by the surgeon using the correct surgical technique. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.